Manufacturer narrative:
Evaluation of the returned pod pc confirmed that the embolization coil was detached from the pusher assembly and revealed that the pusher assembly was fractured and kinked. If the device is forcefully advanced against resistance, damage such as a pusher assembly kink and fracture may occur. The fractured pusher assembly likely contributed to the embolization coil detachment during the procedure. Due to the pusher assembly fracture, the device could not be functionally tested. Therefore, the root cause of the reported resistance experienced during the procedure could not be determined. Further evaluation of the device revealed offset coil winds and additional pusher assembly kinks. The offset coil winds likely occurred due to forceful advancement against resistance during the procedure. The additional kinks in the pusher assembly may have occurred during packaging for the device return. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the abdominal aorta using pod coils, pod packing coils (pod pc), non-penumbra coils, and a non-penumbra microcatheter. It was noted that the patient¿s anatomy was moderately tortuous and mildly calcified. During the procedure, the physician successfully implanted a pod coil and two non-penumbra coils in the target vessel using the microcatheter. It was reported that the physician implanted one non-penumbra coil against strong resistance. While attempting to advance a pod pc through the microcatheter, the pod pc became stuck after advancing approximately a few centimeters into the microcatheter, and subsequently, the physician decided to retract the pod pc. While retracting the pod pc, it unintentionally detached in the microcatheter. Therefore, the microcatheter containing the detached pod pc was removed from the patient. The procedure was completed using another non-penumbra microcatheter, ten pod coils, and nine non-penumbra coils. There was no report of an adverse effect to the patient.